Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.